Event description:
It was reported that the octad impedances were all greater than 10,000 ohms. It was noted that it was replaced at his normal battery depletion. Additional information received reported that the patient was found to have high impedances on 8 of his 16 electrode tripole configuration. It was noted that prior to revision impedances checks had been done and x-ray completed. It was further noted that at his revision with the multi lead trialing cable all three leads were checked and his quads were fine but the octad had nigh impedances on all eight electrodes. It was noted that the physician elected to replace the quad extension as well since he had disconnected it to test and replaced the octad. It was noted that the patient reported appropriate stimulation following the procedure and at follow up. It was further noted that the battery had been at what was expected to be normal end of life (eol) given voltages.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID neu_silicone anchor, product type accessory; product ID 3487a-45, lot# v516928, implanted: (B)(6) 2011, product type lead; product ID 3487a-45, lot# v541118, implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37701, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the lead found that the lead body conductor was broken at the silicone anchor site. It was noted that all conductors were broken 21.5 cm from the distal end of the lead near the silicone anchor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.